Event description:
After running the knee through a rom with the trials, the femoral component trial was removed which was then followed by removal of the size 4-7 hp mbt cemented keel punch and trial tibial baseplate. The physician was unsuccessful in removing the keel with the keel impactor handle and it was noted that the tiny tab of metal from the keel had broken off. The piece of metal was eventually found.

Manufacturer narrative:
Examination of the returned instrument confirmed the reported breakage. The investigation could not draw any conclusions about the root cause of the fracture; however, heavy usage over time and or user error/misuse could be contributing factors. CPAP (B)(4) has been initiated to investigate, identify root cause and corrective action. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.